Event description:
The third party service provider returned a device to ventec because it would not pass the pre-use test (put). During the device's evaluation, ventec observed that it failed the put due to low inspiratory pressure. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a failed pre-use test and low inspiratory pressure was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the blower.